Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products(s). 620bg31 annuloplasty band, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was attempted but not used due to high capture thresholds. The lead was removed and replaced with a different lead. It was also reported that the right ventricular (rv) lead exhibited high thresholds and intermittent capture. The lead could not be pulled and therefore remains in use. No patient complications have been reported as a result of this event.